Event description:
Procedure: wedge resection. According to the reporter: at the second firing with use of idrive handle it stopped firing half way and could not complete the firing even by pressing the blue button. With pressing the silver button the jaw could be opened to release the device from tissue without damage. Loading another reload on the same handle, no problem was confirmed to complete the case. No patient harm. The patient current status is reported as good. No problem in release of device from tissue. Operating time was not extended. No additional tissue resection. No tissue damage. No. Nothing fell into the cavity. No bleeding. Patient info is unknown. The customer did not report if reinforcement material was used or not.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).